Manufacturer narrative:
The customer reported the sample was discarded and is not available for investigation.

Event description:
The event involved a tego connector that leaked blood through the edges of the connector that was noted during venous access permeability review. The blood loss was reported to be less than 150 ml and the device was changed out by another with the same reference. There was no report of adverse event and no human harm. No other information was provided.